Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a pump error 23 and pump error 43. It was reported that customer would receive a pump error 43 when attempting to rewind.

Manufacturer narrative:
The insulin pump alarmed error during rewind due to corroded motor home switch; unable to confirm error 23 or error 43 alarm due to pump error alarm. The insulin pump was received with minor scratches on the display window noted and cracked reservoir tube lip.